Event description:
When contacted for follow up information, the healthcare professional (hcp) reported that they had not seen the patient since 2010. If additional information is received, a follow up report will be sent.

Event description:
It was reported that when the stimulation was turned on, the patient had a shocking or jolting sensation. The reporter noted that the patient fell on the day prior to the report and the implantable neurostimulator (ins) ¿wasn¿t working right.¿ it was noted that the patient was feeling a lot of shocking down her legs and normally felt stimulation in her legs. When the stimulation was turned down, the patient still felt shocking at 0.4v. It was noted that the impedances were within normal range and did not appear to account for the reported shocking. It was further reported that no additional diagnostics were performed on the device and no malfunctions or causes were determined. It was unknown if any interventions were taken or planned. The patient outcome was unknown at the time of the report. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 3487a-33, serial# (B)(4), implanted: 2008-(B)(6), product type lead, product ID 748951, serial# (B)(4), implanted: 2008-(B)(6), product type extension, product ID 7434a, serial# (B)(4), implanted: 2008-(B)(6), product type programmer, (B)(4).